Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 PMA / 510(k)# additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that the device had failed rate calibration and out of tolerance, the complaint was confirmed and replicated during the investigation. Results from replication testing confirms the failed rate calibration, replicating the issue with an actual error being -(B)(4) and vpmr 141.3l which was out of the acceptable values. The results from the internal inspection indicated a malfunction on the top left screw insert of the bezel assembly, causing the mechanism frame to be lifted above the bezel boss. The results from the laboratory testing indicated a malfunction on screw insert of the bezel, which temporary replacement for testing purposes only. The calibration result, actual error -(B)(4) and vpmr 164.5 ¿l. The suspect pump module (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as (B)(6) 2025; time not reported. A review of the pump module error logs did not observe any data or errors that could have contributed to the reported event. The bezel assembly was observed with a manufacturing date of september 2023 (not recall affected). Alaris system user manual (v12.3), states within troubleshooting and maintenance ¿to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required.¿ proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) please replace the mechanism assembly as it was disassembled during the investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration and out of tolerance. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration and out of tolerance. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. It was reported that the device had failed rate calibration and out of tolerance, the complaint was confirmed and replicated during the investigation. Results from replication testing confirms the failed rate calibration, replicating the issue with an actual error being -15.1667% and vpmr 141.3 l which was out of the acceptable values. The results from the internal inspection indicated a malfunction on the top left screw insert of the bezel assembly, causing the mechanism frame to be lifted above the bezel boss. The results from the laboratory testing indicated a malfunction on screw insert of the bezel, which temporary replacement for testing purposes only. The calibration result, actual error -1.2500% and vpmr 164.5 l. The suspect pump module (s/n: (B)(6).) Logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 20jan2025; time not reported. A review of the pump module error logs did not observe any data or errors that could have contributed to the reported event. The bezel assembly was observed with a manufacturing date of september 2023 (not recall affected). Alaris system user manual (v12.3), states within troubleshooting and maintenance ¿to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required.¿ proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4). Please replace the mechanism assembly as it was disassembled during the investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration and out of tolerance. There was no patient involvement.